Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient stopped charging the ipg. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had stopped charging their ipg for an unknown reason. The patient's ipg was later confirmed as inoperable. Surgical intervention was undertaken on (B)(6) 2023 where in the patient's ipg was explanted, replaced, and therapy was restored.